Manufacturer narrative:
The device associated with this report was not returned. It was reported a fragment of the device remains in the patient. The initial reporting stated additional investigational inputs in accordance with (B)(4) appendix a were not available. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
The doctor prepped the glenoid in the usual fashion and struggled getting trial fully seated. After trying to seat the real implant, it was notice that the inferior/anterior peg from the trial had broken off and prevented fully seating of the real implant.